Event description:
The customer stated that he was hospitalized for high blood glucose levels above 700 mg/dl. The customer did not have the insulin pump with him to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.